Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector pins) has been confirmed. Upon eval, the pins in the electrode belt connector were bent in a swirl patter. The cause of the bent pins cannot be positively identified but is likely forcing the connector into the monitor while the pins were misaligned. No adverse event resulted from the damaged electrode belt connector. The pt rec'd a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) female pt to report bent pins in the electrode belt connector. The pt was provided with a replacement electrode belt.